Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the vertebral body stent balloon broke. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The device was returned and a transversal burst was detected. The distal part of the balloon was not returned. The complained catheter batch underwent technical analysis and the associating manufacturing and test documentation was checked in order to determine whether a deviation in the manufacturing process could lead to a failure of the instruments. The review of the manufacturing and test documents accompanying the batch showed no nonconformances in relation to the rupture of the balloon. The instrument passed the helium leakage test. The cause of the rupture is unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
During a procedure on (B)(6) 2012, the vertebral body stent balloon broke. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date: 07/01/2014. Manufacturing documents were reviewed and no complaint related issues were found.